Manufacturer narrative:
(B)(4). A total of 1 devices were received for evaluation. Additional lot# t9208y. Device; 2579 -failure to form staple-38 devices. Method; 10-testing of actual or suspected device- 1 devices. Result; 213- no device problem found 1 devices conclusion; 67-user error ¿ 1 devices.

Manufacturer narrative:
(B)(4). Of the 13 devices reported, a total of 9 devices were received for evaluation. Additional lot #s: r95786; t92g9m; t9255v; t92j58; r9571e; t92t7a; t92310. (B)(4).

Event description:
This report summarizes <noe> 13 </noe> malfunction events involving a total of 13 actual devices for clip formation. These events occurred during use by a healthcare professional.